Event description:
Event was determined to be reportable based on analysis completed on 09/02/2009. It was reported that prior to a percutaneous coronary interventional (pci) procedure, guide wire insertion difficulties were encountered. During preparation, significant resistance was encountered upon attempting to load the rotawire guide wire onto the rotalink plus. There was no problem on condition of saline flow. The procedure was completed with another of the same device. The device had no contact with the pt. Returned device analysis revealed a missing solder joint from the distal tip.

Manufacturer narrative:
The visual examination revealed a bend in the spring tip at approx 3.5 cm from the distal tip. The solder joint is missing from the spring tip (proximal end). Another kink is present at approx 80cm measuring from the proximal end of the wire. A secondary analysis revealed missing solder joint. The spring tip with missing solder area was submitted to the analytical lab for scan electron microscope (sem) analysis. Only normal stainless steel constituents were detected. This region yielded higher levels of oxygen and solder as tin or tin oxides. High levels phosphorous, aluminum and calcium were also detected. No copper was found; therefore, the missing solder was not caused by the bur, but attributed to "chemically induced damage" during clinical use. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage, as the event occurred prior to pt contact. (B)(4).